Event description:
It was reported that four clips could not be closed during usage. There was no harm to the patient.

Manufacturer narrative:
Qn#(B)(4). The customer returned one cartridge 544243 hemolok l clips 3/cart 42/box for investigation. The cartridge was visually examined with and without magnification. Visual examination of the cartridge revealed that three intact clips were remaining in it. It was also observed that one of the clips was in the opposite orientation. It's possible that the clip may have been placed back in the cartridge after it was taken out. Functional inspection was performed on the returned clips in the cartridge. A lab inventory clip applier was used. The clips in the cartridge were able to load properly into the jaws of the applier and were successfully applied to over-stressed surgical tubing. No functional issues were found with the returned clips. The IFU for this product, l06110 was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." The reported complaint of the clips "not closing" was not confirmed based upon the sample received. Upon functional inspection, the clips in the cartridge were able to load properly into the jaws of a lab inventory applier and were successfully applied to over-stressed surgical tubing. No functional issues were found with the returned clips.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that four clips could not be closed during usage. There was no harm to the patient.